Event description:
It was reported a loss of aspiration occurred during use. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure in the right superficial femoral artery. Aspiration was performed for a couple of minutes when it was noted that the device was not aspirating. The device was reset and restarted; however no clear saline or fluid was coming back into the collection bag. The catheter was removed from the patient and exchanged for another jetstream catheter of the same size to complete the procedure. There were no patient complications reported and the patient was fine. Device evaluated by MFR: investigation completed on returned device. The device showed no damage. Functional testing was performed by submerging the device tip in a beaker of fluid and the device was ran for a period of 1 minute. Testing revealed aspiration did not perform as designed per the test procedures. Inspection of the remainder of the device, revealed no other damage or irregularities.